Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving bupivacaine (2.5 mg/ml at 1.2006 mg/day) and morphine (25 mg/ml at 12.006 mg/day)via an implantable pump. The pump's indication for use (IFU) was listed as spinal pain. It was reported that the patient was not very responsive and had overdose-type symptoms. The patient had other medical issues including decreased liver and kidney functions, so they thought the symptoms may be because he wasn't processing the drug from the pump the same as he was previously, versus a pump problem. The rep stated that they were likely going to program the pump to minimum rate mode until the symptoms subsided. No interventions were mentioned. The change in therapy/symptoms was reported as sudden. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.